Event description:
I had essure implanted in (B)(6) 2013. Since then, I have had issues including, but not limited to, hair loss, swelling inflammation, hypothyroidism, fainting, dizziness, migraines, brain fog, unexplained bruising, unexplained fevers, terrible acne, extreme exhaustion, increase in ovarian cysts, chronic pelvic pain, metallic taste to everything I ate, developed an aortic aneurysm, and more. I ended up pulling from work and placed on disability. Unfortunately, I used the 26 weeks allowed by (B)(6) state before I had a hysterectomy to remove these devil coils on (B)(6) 2016. My husband and I are behind on everything now with only one income. These "nonsurgical" devices that I had implanted in an operating room under general anesthesia have ruined my life, and put a huge strain on my husband and children. I can't work. I can't do anything physically active with my family, and thanks to having to get a full hysterectomy to have them removed, I'm now down and out for at least another 6 weeks. These need to be taken off the market now.